Event description:
It was reported during a laparoscopic sigmoid resection for rectal prolapse, the device was used to create the anastomosis. A leak test using air while the anastomosis was submerged under water was performed and no leaks were observed. Icg was used to confirm perfusion to the anastomosis. A 4x6cm organogenesis nushield dehydrated placental patch was overlaid on the anastomosis. On post-op day 2 ((B)(6) 2023), the patient experienced fever. A scan was performed, and free air was noted. The patient was taken back for reoperation on ((B)(6) 2023) and it was noticed that the anastomosis had a 360-degree dehiscence. A colostomy was performed, and the patient is recovering.

Manufacturer narrative:
(B)(4). Date sent: 5/19/2023. D4: batch # unk. H6: health effect ¿ clinical code = gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What is meant by, ¿surgery did require hardware removal?¿ it is the surgeon¿s usual practice to place organogenesis nusheid dehydrated placental patch in a colorectal anastomosis? If so, why? Why was there a delay between leak and the re-operation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. What was observed at the site of the leak upon reoperation? Is the colostomy temporary or permanent? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/31/2023. Additional information was requested, and the following was obtained: what were the indications for surgery? Diverticulitis did the patient receive any preoperative chemotherapy or radiation? No what is meant by, ¿surgery did require hardware removal?¿ on the online form, there is a question: ¿did the patient require revision surgery or hardware removal?¿ the patient required revision of the anastomosis. Though the question most likely intends to as the question of whether there was revision of a procedure where hardware was implanted (like a tka), this is not what the question asks. It asks if there was a revision. The answer to this is ¿yes¿ and since every single pc results in additional questions, I was simply trying to answer the questions as they are literally asked. It is the surgeon¿s usual practice to place organogenesis nusheid dehydrated placental patch in a colorectal anastomosis? If so, why? Yes, his entire practice uses it believing that it aids in the healing of the anastomosis. They have used it for years. Why was there a delay between leak and the re-operation? Unknown were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? One of is partners. 2 years with cdhp where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Not recalled did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Check mark was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 was there any difficulty removing the device? No was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? If so, please describe. Yes, complete were there any issues noted with staple formation? If so, please describe the shape and location. No what was observed at the site of the leak upon reoperation? Complete dehiscence of anastomosis. Is the colostomy temporary or permanent? Temporary additional information: icg was used prior to the anastomosis to confirm blood supply to the proximal and distal limbs of the colon.